Manufacturer narrative:
Abbott field service (fsr) was dispatched for the architect i1000sr, serial number (B)(4), because the customer observed three falsely elevated troponin results. The fsr performed system checks and verified the system function with a control run. A review of the instrument service history was performed, and no additional erratic results pre or post the current complaint were identified. A review of complaints for a similar issue found no additional complaints and no trends were identified. A review of labeling found the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. The architect troponin package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results a review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4).

Manufacturer narrative:
Complete information for patient information, patient identifier = (B)(6) and (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2018 three samples same patient @ 1026am = 0.022ng/ml / @ 1701pm = <0.020ng/ml / @ 2300 pm = 0.023ng/ml; sid(B)(6) on (B)(6)2018 @1105am =0.218ng/ml / repeated at 1330pm = 0.055ng/ml and second sample drawn at 1310pm = 0.023ng/nml / 0.027ng/ml; sid(B)(6) on (B)(6) 2018 @1744pm = 0.252ng/ml / repeat @ 1803pm = 0.127ng/ml / @ 1836pm = 0.094ng/ml / @2051pm = 0.055ng/ml(diagnostic cutoff is >0.030ng/ml to <0.20ng/ml). There was no reported impact to patient management.